Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification passed displacement test and a21 alarm test. No unexpected failed battery alarm anomalies noted. No unexpected a21 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected restart pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer reported that they experienced unexpected restart alarm multiple time after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.